Event description:
Before implantation, the patency check found that there is no flow from the valve.

Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the valve returned is clean without deposits inside. The returned valve is set at the medium position. Functional control: the ball is not stuck on the inlet connector. The rotation is not blocked. Pressure control: the pressure conforms to the specification at all positions except a lower than specification pressure at the high pressure position. There is no obstruction observed during the testing. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The problem could not be reproduced in the laboratory condition.

Event description:
Before implantation, the patency check found that there is no flow from the valve.